Event description:
The customer reported that the unit gives high temperature alarm. The customer reported that the unit was in use on a patient, the unit was swapped but there was no patient harm reported. The customer contacted product support and stated that the unit gave high temperature alarm while on patient. The unit continued to ventilate but they are not able to clear alarm. The unit was removed from the patient without incident. In the biomed shop, the unit operates normally and cannot duplicate complaint. The cooling fan is operational. Error code 1122 was noted in the log, product support advised customer that the error may be related to the blower. The customer has ordered a blower assembly to repair the device. There are no other concerns from the customer, and the customer has declined offer to follow up on repair status. The customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
The biomed replaced the blower to address the reported issue.

Manufacturer narrative:
The blower assembly was returned for failure analysis. All blower testing passed, and blower temperature high (1122) error could not be replicated during the test. No faults were found on the blower assembly.